Event description:
It was reported that a revision surgery was performed due to disassociation from patient fall.

Manufacturer narrative:
.

Manufacturer narrative:
The associated device was not returned. We have not received any previous complaints for this batch/failure mode. A review of manufacturing records did not reveal any discrepancies that could have contributed to the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.